Event description:
It was reported that a patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited post sensed t-wave oversensing. The icm remains implanted. The patient was stable throughout.